Event description:
It was reported that the customer was in the hospital per doctor's request. The customer did not report any highs or lows, just monitoring the medication and the blood glucose stabilization. The caller did ask how she could stop the insulin delivery since the customer's insulin pump was still connected to the reservoir and infusion set. Advised the customer to remove the reservoir and the infusion set from device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.